Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for cervical ablation procedure. Upon review, the patient was experiencing sinus bradycardia in the 50's. During the procedure the pacemaker exhibited noise. Post procedure programming changes were made on the device. Patient was stable.